Event description:
Vascutek was notified of an event which occurred in the united states of america; the event was reported to vascutek as follows: a vascutek manufactured eptfe maxiflo vascular prosthesis was implanted into a patient on (B)(6) 2012. On (B)(6) 2013, the device was explanted due to the formation of a seroma around the device. The explanted vascutek device was replaced with a gore manufactured device. Vascutek was notified that the explanted vascutek graft will not be returned for inspection and evaluation.

Manufacturer narrative:
Method: the device was not available for inspection and evaluation as it was not explanted. (The device remains in situ). Results: as no product is currently for inspection and evaluation, a review of the manufacturing records associated with the affected product (eptfe maxiflo, short taper with wrap vascular prosthesis, lot no. P3574/9a, 4858, s/no. (B)(4)) was undertaken; this confirmed that the product was manufactured within specifications. Conclusions: no conclusions can be drawn. As no product has been returned for inspection and evaluation, the root cause of the reported problem could not be established at this time. Seroma formation is ptfe in an ultrafiltrate of serum. Faulty incorporation of the outer graft wall by the surrounding tissues is the major cause of serum passage through the graft wall. Seroma formation appears to be an accepted and known phenomenon for ptfe products. (B)(4).